Event description:
The following has been reported: nurse reported: "tubing literally fell out of y-site. Clearly no bonding occurred. The product was defective out of the packaging. Replaced the tubing. Tubing was saved. Patient harm: no. A preliminary review identified the following issue: administration set breaks (any part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. Defects were observed during visual inspection. The gold foil was not printed on the cassette. During the visual inspection a separated outlet tubing was observed from the lower luer activated valve, y-site. The separated valve and tubing were returned for evaluation. Under microscope, not traces of solvent were observed at the outlet tubing and the lower luer activated valve. The customer complaint is confirmed. The most probable root cause could be related to the operator not performing the joining operation correctly or lack of joining time in the union resulting in the separation of the tubing from the y-port resulting in the connection failure (leak at connection). The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing.